Manufacturer narrative:
Additional information b5: medtronic received additional information that a leak did not occur. The cannula was not heated or cooled prior to use. The device was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage toward the tip. The device was pressurized with di water to ap proximately 10 psi with no leaks observed from the damaged area. Reason for the return was confirmed for damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of an eopa arterial cannula the perfusionist could no longer build a flow from one moment to the next. After attempting to correct the issue, the device functioned normally for a few minutes. However, the same problem occurred shortly afterward. It was also reported that the cannula had visible damage. The use of the device was unspecified. There were no patient complications associated with this event.